Event description:
Two packages of bone cement used during a surgery set prematurely. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
The manufacturer's evaluation results suggest that this event was attributed to user error and/or environmental factors during the time of mixing.